Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f 50cm rashkind balloon septostomy catheter was used during a procedure. It was reported that the balloon burst. No patient injury was reported.

Manufacturer narrative:
Additional information: provided for review were 32 echocardiographic videos and images in 2d (two-dimension) of the neonatal patient (4 hours) with intrauterine diagnosis of d-tga (dextro-transposition of the great arteries) were reviewed. Patient underwent balloon atrial septostomy (bas) procedure. Narrow interatrial septum was observed on the provided images and was confirmed with subcostal views showing a very small colour flow jet across the interatrial opening. During the interatrial hole enlargement, balloon burst was reported. However, this information cannot be confirmed from the images provided. Post bas procedure, the enlargement of the atrial septal defect was reported and can be confirmed from the images provided. Interatrial septum was measured at the beginning of the procedure and the diameter was 0.273 cm. Interatrial septum diameter was measured again post bas procedure and was 0.554 cm. Correction: recall ticked and correction number added to h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: treat the inter- atrial location. There was no damage noted to the packaging. The device was removed from packaging per IFU. The device was inspected before use and prepped per IFU with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was not noted while advancing the device and excessive force was not used during insertion/delivery. It was stated that the device was moved or repositioned in the treatment site prior to the burst because the intervention itself included the movement (pulling) of the inflated balloon through the foramen ovale. The issue occurred on the second inflation, with it being added that the first was half-inflated just for a better visualization of the position, was deflated and without any movement, it was immediately inflated with the full volume of saline, indicated per IFU, to proceed the interatrial hole enlargement. It was mentioned that the balloon was inflated with the appropriate volume of saline solution indicated by the manufacturer. It was stated that there was a sudden drop in the pressure immediately after the inter-atrial pulling movement. It was later noted that the procedure was successfully completed and the patient was in good condition and has since been discharged. It was stated that no other balloon was used to complete the procedure, because the rashkind balloon enlarged the inter-atrial hole enough. It was later stated that the balloon burst occurred suddenly, immediately after it was pulled from the left atrium to the right atri um, and it enlarged the native inter-atrial hole to the targeted size. The balloon was inspected post-procedure and it was noted that the burst was blade-cut like and no particle was missed. The patients age at the time of procedure is four hours. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.